Event description:
A pump alarm was reported by a customer during the pumping process, specifically alarm 30, which did not cause an adverse impact on the customer's blood glucose level. The customer was initially unable to resolve the issue as loading a new cartridge failed to solve the problem, resulting in the recurrence of the alarm. Technical support assisted the customer by arranging for a replacement pump after determining that it was still under warranty. The customer will use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery and was given instructions on how to place the current pump into storage mode before returning it using a pre-paid label.